Manufacturer narrative:
Received one device. Visual inspection found no anomalies or defects. To evaluate the luer fitting of the filter-pro (identified as iso compatible), they were checked using the iso 80369-7. All showed the luer fell within the gage limits. To review the reported issue of a loose connection, the syringe and filter-pro devices were tested according to combo leak test qtm\022-00-00. The syringes were filled with dyed water prior to re-assembling them to the filter-pros. The syringe and filter-pro assembly was placed into a test fixture whereby an axial force was applied (1.5-1.6 lbf) to the plunger of the syringe. Results: separation of the components was observed. When pressure was applied to the assembly the filter-pro "popped off" and became disconnected from the syringe. In this respect, the returned syringe samples and filter-pro devices did not function as intended. The complaint was confirmed. Device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cap did not twist back on causing the cap to fall off which created a mess and patient care delays due to lab being rejected. There was no reported patient involvement.